Event description:
It was reported that a patient recently turned her ipg back on after it being off for a few years. Two days after turing it back on, the patient felt a surging sensation in her rectum while trying to have a bowel movement. The ipg has been implanted for 11 years and the battery was low. Impedance measurements were normal. Further information is being requested from the hcp.